Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the surgeon was trying to back out the partially inserted stem and it snapped off from the anthology inserter poster hard. All pieces were retrieved. The procedure was completed with the same device without delay and a backup stem. The patient was not harmed.

Manufacturer narrative:
B4, h6, h3: the associated device was returned and evaluated. A visual inspection of the returned device confirms the threaded tip is broken off. The broken piece was not returned with the device. The device shows significant signs of wear and use. The clinical/medical evaluation concluded that per complaint details, the attached handle snapped off during an attempt to back out a partially inserted stem; however, no pieces fell into the wound and all the pieces were retrieved. The clinical root cause of the reported event cannot be definitively concluded. Reportedly, the thr procedure was completed with the same device without alleged patient harm or surgical delay; therefore, further patient impact would not be anticipated. No further medical assessment is warranted at this time. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr surgery, the surgeon was trying to back out the partially inserted stem, to put it back in, and snapped off the attached anthology inserter poster hard. No pieces fell into the wound and all the pieces were retrieved. The procedure was finished with a smith and nephew back up device without any delay. The patient was not harmed.